Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01847. (B)(4) clinical study. It was reported that angina and stenosis occurred. In (B)(6) 2013, the index procedure was performed. The target lesion was a de novo lesion located in proximal right coronary artery (rca) with 99% stenosis and was 38 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 38.00 mm and 3.50 x 12.00 mm promus element¿ plus stents. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient presented due to one day history of chest pain and worsening dyspnea. Subsequently, the patient was hospitalized. The patient was further referred for coronary angiography which revealed chronically occluded proximal rca. The patient was put on medical therapy. The following day, the event was considered resolved and the patient was discharged.